Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The mbt impactor broke during impaction.

Manufacturer narrative:
Additional narrative: examination of the returned device confirmed the reported breakage. The device is old (mfg 2008) and has been subjected to heavy usage and is worn out. A complaint database search on the provided product code identified similar reports which when confirmed were attributed to product wear out. The root cause is being attributed to product wear out through normal use and servicing. Based on the investigation determination of wear out through normal use and servicing as the root cause, the need for corrective action is not identified. Monitor through (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.